Event description:
It was reported that the customer experienced high blood glucose levels but did not have time to troubleshoot. The blood glucose reading was 300 mg/dl. The customer declined assistance for the matter, and he was advised to call in order to troubleshoot the insulin pump's functionality. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.